Event description:
It was reported the short interval count was increasing, indicating possible oversensing, and the patient was shocked multiple times. The device and lead are still in use. No further patient complications were reported as a result of this event.

Event description:
It was reported the short interval count was increasing, indicating possible oversensing, and the patient was shocked multiple times. The device and lead are still in use. No further patient complications were reported as a result of this event. Further information noted that the lead integrity alert triggered due to oversensing and low impedance. Upon explant, it was found that the lead had insulation that was cut and worn. The lead could not be extracted. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. Impedance trends steady. The lifetime ventricular sensing integrity counter is 2394 and all counts occurred since (B)(6) 2009. A high value of this count can indicate a possible intermittency in the system. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert rv. Pace lead z<200 ohms on (B)(6) 2011. Weekly pacing measurement log data shows a gradual decrease for max and min v.pace=252 to 196 ohms minimum between (B)(6) 2010 and (B)(6) 2011. 35 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2011 14:49:05 and (B)(6) 2011 08:45:31. 1 - vf=190 ms on (B)(6) 2009 21:56:59. Ventricular short interval count v-sic=30.7 counts avg/day, in (B)(6), between (B)(6) 2010 23:09:35 and (B)(6) 2011 12:23:54.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance trends steady. The lifetime ventricular sensing integrity counter is 2394 and all counts occurred since (B)(6) 2009. A high value of this count can indicate a possible intermittency in the system.